Event description:
The user was performing antibody screen testing on the ortho provue analyzer and reported that the probe dripped fluid on the foil of the mts anti-lgg gel card.

Manufacturer narrative:
The user was performing antibody screen testing on the ortho provue analyzer and reported that the probe dripped fluid on the foil of the mts anti-lgg gel card. The user reported that all tests with gel cards that appeared to have droplets of fluid on the gel card foil were aborted, preventing erroneous results from being reported. Fluid on top of the gel card foil can also lead to carry over or cross contamination from microtube to microtube. Carry over or cross contamination during iat and dat testing could lead to erroneous test results. False positive results during antibody screen would lead to further investigation. Dilution of reagent or sample during iat and dat testing could result in a false negative result. If a significant antibody is not detected during antibody screening or is not identified upon further testing, as in the case of false negative results in iat testing, a patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. On 05/17/2006 an ocd field engineer (fe) arrived on-site and serviced the analyzer, returning it to expected operation. This customer has not logged any similar complaints against this analyzer since the repair. No erroneous results were reported as a result of this incident. However, provue malfunction could not be ruled out as a contributing factor.